Event description:
It was reported that the patient passed away on (B)(6) 2026. The patient's blood sugar was 27 md/dl when he presented to the emergency department. It was reported that the patient was in manual mode on his omnipod pump at the time. Healthcare provider noted that the patient had been experiencing multiple health issues in the month leading up to their death. Additional information is being solicited, a supplemental report will be submitted if received.

Manufacturer narrative:
Physical device was not received for analysis. Cloud data from the user for the period of (B)(6) 2026-(B)(6) 2026 was downloaded and reviewed. Review of the patient history buffer (phb) data found that, while in automated mode, the automated algorithm was able to appropriately adjust the microbolus amounts based on the estimated glucose values and user inputs. The automated algorithm appropriately reduced and stopped delivery of microboluses as estimated glucose values decreased towards and below the user's target. No instances of the automated algorithm delivering microboluses while estimated glucose values were below 60 mg/dl were observed. While in manual mode, the system correctly delivered the user's manual basal program of 1.3 u per hour for 24 hours regardless of the estimated glucose values received. The last data point received by the controller from the pod was generated at 17:48 on (B)(6) 2026. The system mode had last been switched from automated mode to manual mode at 22:48 on (B)(6) 2026 and the system was correctly delivering the user's basal program leading up to the last data point. The last valid estimated glucose value was an urgent low (less than 40 mg/dl) value received at 15:28 on (B)(6) 2026. After this, the pod lost connection with the sensor through the last data point; however, this had no impact on insulin delivery as the system was in manual mode during this. The last bolus delivered was a 0.6 u bolus delivered around 19:23 on (B)(6) 2026 when estimated glucose values were at 147 mg/dl. No evidence of an over delivery of insulin was observed in the available cloud data. No lot release records were reviewed, as the product lot number was not provided. Locked down smartphone: data not available. Omnipod software app version: 3.1.6. Operating system: bp2a.250605.031.a3.s936usqs8bzbb. Hardware: sm-s936u. Cgm sensor type: data not available. Please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event.